Event description:
The user reported a leakage from the y site during set up. The set was not used on a pt. The IV set has been requested for investigation but not received to date.

Manufacturer narrative:
(B)(4).